Event description:
An attempt was made to deploy a 2.5mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug-eluting stent to the left main artery. Numerous competitor stents had previously been deployed to the ostium, proximal and mid left anterior descending due to the reoccurrence of in-stent restenosis. Resistance was noted when attempting to advance the endeavor sprint device through the left main which resulted in dislodgement of the stent proximal to the first previously deployed stent. The dislodged stent was subsequently crushed in the left main artery. Further pre-dilatation was completed on the proximal and distal sections of the vessel prior to successfully deploying three competitor stents. The pt is reported to be fine, but suffering from pneumonia in hospital and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval, results: (possible interaction with previously deployed stents). (Failure to deliver the stent and stent embolism). Eval codes, conclusions: (possible interaction with previously deployed stents). Product eval: the device was returned for eval. The distal outer shaft was pinched immediately proximal to the balloon bond and the distal tip was damaged. There were crimp impressions evident on the balloon. The proximal and distal pillows were evident. The balloon folds on the proximal pillow were partially opened and disturbed. The distal tip was damaged indicating that it may have been stubbed during advancement.